Event description:
It was reported that pump experienced recurring malfunction alarms with code malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged for replacement pump.